Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
It was reported that the catheter was placed in 2007. During the last dialysis, the patient complained of pain and the neck became swollen. The flow was very bad. The catheter was changed over a guidewire. When the catheter came out, it was almost broken.